Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the uretero-reno videoscope tested positive for greater than 100 colony forming units (cfus) of aerobic microorganisms at 30 celsius for 3 days and greater than 100 cfus of aerobic microorganisms at 30 celsius at 5 days. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
New information added on fields: d8, h3, h4, and h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the cleaning disinfection and sterilization (cds) processes were not shared. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The customer provided the following result of the culture test, performed at the third-party labs: sampling date: jul 25, 2024. Sampling from: all channels. Cfu: >141cfu/100ml. Bacterial identification: enterobacteries. Sampling date: aug 01, 2024. Sampling from: all channels. Cfu: 2cfu/100ml. Bacterial identification: unknown. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.